Event description:
In 2008, the customer reported that 1 device, product code 2m8064, lot number 505717fb is not making noise when an alarm is supposed to be sounding. There is no report of patient injury associated with this complaint or any patient involvement when the complaint condition was detected. At this time a rga (return goods authorization) was issued to bring the device to cts (canada technical services) for evaluation.

Manufacturer narrative:
The device has not yet been received for evaluation. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.